Manufacturer narrative:
.

Event description:
The hcp reported that the patient was treated with perioperative antibiotics. The patient did not have meningitis. The signs and symptoms of infection were redness, swelling, and drainage. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and grew staphylococcus. The patient was treated with total system explant and IV antibiotics. The infection resolved and the patient recovered without sequela.